Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was determined that the ipg was too low in the buttock. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. Device malfunction was not suspected. The patient was doing well postoperatively.